Manufacturer narrative:
Zoll has not yet received the zoll catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
A patient was hospitalized due to fever and subarachnoid hemorrhage (sah) with vasospasms and underwent treatment for hypothermia. The solex catheter was inserted into the right subclavian by an experienced physician. The catheter insertion was smooth. There was no separate catheter used for the central line. No adjunctive temperature management was performed. On the evening of (B)(6) 2017, during the maintenance phase of the therapy, the console alarmed. It was observed that the saline bag has depleted. According to the reporter, the bag continued to be replaced, and at least 2 liters of saline infused into the patient. The attending nurse replaced the saline bag and continued therapy. The physician indicated the catheter will be kept in to use as a central line. The patient is stable. No further information was provided.

Manufacturer narrative:
The customer reported complaint for a catheter leak was confirmed during functional testing. A pinhole leak was found on the balloon of the catheter. A visual inspection of the returned catheter was performed. All lumens flushed as intended. The balloons were examined and there were no tears, balloon bond detachment or rupture. During functional testing, the returned catheter was connected to a pressurized inflation device and pressure was increased up to 100psi. Immediately upon pressurization, a pinhole balloon leak was noted. No other abnormalities with the catheter were seen which may have contributed to the observed leak. During manufacturing, all solex catheters are 100% inspected for leaks. In addition, extension tubing is also 100% tested for leaks. Only units that pass the testing are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for solex catheter lot # 67830.